Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was found unresponsive after no family contact for two days and taken to the hospital by emergency medical services. Initial laboratory results indicated a critically low glucose and hematocrit, and a very high troponin result. It was noted that there was an absence of any cranial bleeding. The decision was made to transfer the patient to an outside hospital for further treatment. Upon arrival, the patient was intubated and taken to the cardiac catheterization laboratory for impella cp placement. Prior to impella placement, the patient was transfused with 3 units of red blood cells. The impella was inserted with no reported issues. A coronary angiogram was performed and revealed a moderate lesion in the left anterior descending coronary artery. The physician decided to not attempt a percutaneous intervention at that time, as there was concern for unknown origin of anemia. The decision was made to continue to assess the patient, and the patient was released to the intensive care unit (ICU). Upon arrival to the ICU a bedside echocardiogram was done to verify impella placement. The impella position was found to be shallow with the pigtail likely under the papillary muscle. The physician opted to not reposition the device and it was noted the care plan was to transfuse the patient further and correct metabolic acidosis. On the third day of impella support, the patient was placed on continuous renal replacement therapy, with noted very high ammonia levels. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.

Manufacturer narrative:
D4 revised primary UDI number as it was entered incorrectly on the initial report that was submitted. E1 added initial reporter address line 1 as it was omitted from the initial report that was submitted. H6 added medical device problem code. Investigation summary: the investigation has been completed. No product was returned. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.